Manufacturer narrative:
Retainer ring = black. Customer complained about the device having the battery lasting less than expected, the time/date settings after battery changes, no delivery alarms and the belt clip did not attach correctly on event date of (B)(6) 2021. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No battery alarms/ alerts/anomalies noted on event date of (B)(6) 2021 or 7 days before the event date. Monitored the device, removed and reinserted the battery with the time/clock still correct; no time/clock anomalies noted. No no delivery alarms/occlusion anomalies or insulin flow blocked alarms noted during testing or on event date of (B)(6) 2021 (no alarms in the month of august). No belt clip received with device. Tested with a test p-cap and the test p-cap locked in place properly. Device received with stained keypad overlay buttons, pillowing keypad overlay, missing display window cover, faded/stained/peeling serial number label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Device not confirmed for time/clock anomalies, charge/battery lasts less than expected alarms/alerts/anomalies or no delivery alarms/occlusion anomalies noted during testing or in the history/trace files. Belt clip anomaly was not confirmed since it was not received with device. Device passed all required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump loses time and date setting upon battery change. Customer stated that the insulin pump had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.